Manufacturer narrative:
D4: it was mentioned that carboflex dressing was used on patient. However, it is unclear what carboflex dressing was actually used. Therefore, the nearest model number 403202 has been captured in the emdr. E1: event country: portugal. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
It was reported that the dressing had adhered too strongly when the exudate dried. No photograph was available at that time.